Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no documentation to show a causal relationship between the event and the liberty cycler or cycler set. Additionally, there is no allegation of a machine malfunction or cassette leak related to this event. The etiology of the peritonitis is unknown and it is unknown if the patient followed proper aseptic technique during set-up for pd therapy. Based on available information the cause of the peritonitis is not confirmed, however, there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be re-evaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had peritonitis. The pdrn reported that the patient¿s pd effluent was cultured, but the results were unknown. The patient¿s white blood cell count was 2865 (units unknown). The patient was treated with vancomycin 2 grams and ceftazidime 1 gram intraperitoneally (frequency and duration unknown). The patient was treated in the clinic and did not require hospitalization. The patient was able continue pd therapy on the liberty cycler with no reported issues. The cause of the peritonitis is unknown. The patient was recovering.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.